Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The manufacturer representative (rep) reported that they were able to check the system and one lead 8-15 contacts were all greater than 10 ,000. They were able to test at 0.7 v before the implantable neurostimulator (ins) depleted. The patient had been receiving a shocking sensation, reported as "getting pocked in the back at lead site", a few weeks ago in (B)(6) 2016. Health care professional (hcp) ordered some x-rays. The patient had been getting physical therapy and massage, long term basis prior to shocking sensation, but no falls or traumas. The rep spoke with the patient and x-ray results came back and the lead, 8-15, was pulled out of the header block. The hcp would like to have the manufacturer representative (rep) meet with the patient to do reprogramming on the other lead, 07, to get the patient some relief while the patient was on vacation the following week. The plan was to do a surgery to reinsert the lead back into the header block once the patient was back from vacation. It was also noted that the rep was not aware of the specific lead serial number as it had not been ex-planted. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.